Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in four and half years with unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.